Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot or serial number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient began using the inratio system in approximately 2013 and tested on a weekly basis. On or around (B)(6) 2016, the patient was treated in the emergency room for right shoulder pain, bruising, and edema on the right arm. On or around (B)(6) 2016, the patient was hospitalized for a large hematoma on the left thigh and was administered a blood transfusion for anemia related to the bleeding. The patient alleges the inratio system produced significantly inaccurate inr results which prevented medical providers from prescribing a safe and effective dose of coumadin in a timely manner, resulting in the reported injuries.